Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
On (B)(6) 2016, information was received from a consumer via a company representative regarding a (B)(6), female patient who was receiving prialt 25mcg/ml at 1.350 mcg/day via an implantable pump for non-malignant pain and failed back syndrome. The patient's medical history and concomitant medications were unknown. On an unknown date (approximately (B)(6) 2016), the patient felt the pump was not helping. It was noted the patient had good pain relief for about a week after implant. On an unknown date, the patient had been in a car accident and was worried that she damaged her catheter. On (B)(6) 2016, a dye study was performed and the catheter was easily aspirated for 2cc and they identified no obvious issues. The physician planned to increase the patient's dose to see if she got better relief or may change to morphine. As of (B)(6) 2016, the event was ongoing. Surgical intervention had not occurred and was not planned. The patient's status was reported as "alive - no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.